Event description:
The customer reported that the wire is bare at the connection and measurements are interrupted. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the wire is bare at the connection and measurements are interrupted. No consequences or impact to patient were reported.